Event description:
It was reported that the patient experienced an infection at the pocket site. The system was explanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the date of onset of the infection was (B)(6) 2012. It was noted that perioperative antibiotics were administered at the time of implantation of the implantable neurostimulator (ins). Patient symptoms of redness, drainage, and pain were reported on (B)(6) 2012. On (B)(6) 2012, incisional wound opening was also observed. The primary site of the infection was the ins pocket. The ins was noted by the healthcare professional to have been explanted on (B)(6) 2012. Cultures of the pocket site that were taken at the time of explant were negative. Treatments for the infection included IV and oral antibiotics and total device system removal. The patient outcome was noted ongoing although it was also noted that the patient was re-implanted with the ins system on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v945721, implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).